Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose level was 96 mg/dl. The customer completed troubleshooting and after changing the infusion set the insulin exited the tubing and the device alarmed no delivery. The customer was advised that the problem may have been the infusion set. The customer was informed that the products would be replaced, and was informed to return the malfunctioning products back for analysis.